Manufacturer narrative:
Visual examination of the returned device revealed that the guidewire has surface rough at 29.8cm up to 81.0cm, the ptfe was found peeled exposing the corewire at 150.5cm up to 161cm, also was bent at 144.1cm, all measurements were taken from the distal end. The entire length of the device is 261.0cm and has the straight tip. It was noted that the condition of the returned device could not be evaluated with respect to patient's pancreatitis and subsequent death during use. It is most likely that the failures found could have been generated due to the interaction with the tome device and the excess of applied force during procedure, this condition could have affected the mobility of the device along the wire and cause difficult interaction. Moreover the guidewire outer diameters were found within specifications, therefore, the most probable cause of this complaint is operational context since probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A labeling review was performed and no anomalies were found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01311 for the autotome, and 3005099803-2018-01334 for the dreamwire. It was reported to boston scientific corporation that an autotome¿ rx 44 and dreamwire were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, cannulation was difficult and prolonged due to the dreamwire occasionally going into the pancreas. Cannulation was achieved and the dreamwire was advanced into the common bile duct (cbd), a cholangiogram was performed, and a sphincterotomy was performed. They decided to exchange the autotome and remove it from the dreamwire; however, resistance was met. The wire was looping out of the biopsy cap under the locking device; however, the wire was locked to the device. This happened 2 -3 times. After several attempts, the autotome could not be removed from the dreamwire and both devices were removed. Upon examination, the ptfe coating was stripped near the tip of the dreamwire, in the area where the guidewire was snagging on the biopsy cap/locking device. A new autotome and new guidewire were opened and cannulation was attempted again; however, the ampulla was swollen which prevented cannulation. Because they were unable to cannulate, a stent could not be placed and the patient was left with contrast in the biliary system. Reportedly the patient got pancreatitis two days later and the patient died three days after the procedure. According to the complainant, the pancreatitis and subsequent death was not device related. Reportedly, the inability to place a stent due to difficult cannulation contributed to the development of the pancreatitis.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01311 for the autotome, and 3005099803-2018-01334 for the dreamwire. It was reported to boston scientific corporation that an autotome¿ rx 44 and dreamwire were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, cannulation was difficult and prolonged due to the dreamwire occasionally going into the pancreas. Cannulation was achieved and the dreamwire was advanced into the common bile duct (cbd), a cholangiogram was performed, and a sphincterotomy was performed. They decided to exchange the autotome and remove it from the dreamwire; however, resistance was met. The wire was looping out of the biopsy cap under the locking device; however, the wire was locked to the device. This happened 2 -3 times. After several attempts, the autotome could not be removed from the dreamwire and both devices were removed. Upon examination, the ptfe coating was stripped near the tip of the dreamwire, in the area where the guidewire was snagging on the biopsy cap/locking device. A new autotome and new guidewire were opened and cannulation was attempted again; however, the ampulla was swollen which prevented cannulation. Because they were unable to cannulate, a stent could not be placed and the patient was left with contrast in the biliary system. Reportedly the patient got pancreatitis two days later and the patient died three days after the procedure. According to the complainant, the pancreatitis and subsequent death was not device related. Reportedly, the inability to place a stent due to difficult cannulation contributed to the development of the pancreatitis.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01311 for the autotome, and this for the dreamwire. It was reported to boston scientific corporation that an autotome¿ rx 44 and dreamwire were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, cannulation was difficult and prolonged due to the dreamwire occasionally going into the pancreas. Cannulation was achieved and the dreamwire was advanced into the common bile duct (cbd), a cholangiogram was performed, and a sphincterotomy was performed. They decided to exchange the autotome and remove it from the dreamwire; however, resistance was met. The wire was looping out of the biopsy cap under the locking device; however, the wire was locked to the device. This happened 2 -3 times. After several attempts, the autotome could not be removed from the dreamwire and both devices were removed. Upon examination, the ptfe coating was stripped near the tip of the dreamwire, in the area where the guidewire was snagging on the biopsy cap/locking device. A new autotome and new guidewire were opened and cannulation was attempted again; however, the ampulla was swollen which prevented cannulation. Because they were unable to cannulate, a stent could not be placed and the patient was left with contrast in the biliary system. Reportedly the patient got pancreatitis two days later and the patient died three days after the procedure. According to the complainant, the pancreatitis and subsequent death was not device related. Reportedly, the inability to place a stent due to difficult cannulation contributed to the development of the pancreatitis.